Event description:
It was reported that, "screws broke 6 weeks after primary fixation."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.